Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not maintain pressure. The 84% stenotic lesion was located in the circumflex. While attempting to dilate the lesion, the balloon was unable to maintain pressure due to a hole in the balloon. There were no reported patient complications. Patient status listed as "good".